Event description:
Hcp reported pt had a pump replacement in 2006, and then developed an infection and the device was explanted two months later, no add'l info on pt symptoms or outcome were available at the time of this report. A follow up report will be sent if add'l info is received.